Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, keypad not working properly, which was reproduced. The device evaluation confirmed the #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the (B)(4) search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump's keypad was not working properly. After further discussion with the customer,it was reported that none of the buttons work like they were supposed to. The power button doesn't turn on the device, but the "4" key does. None of the outputs for the keys are correct. It was also reported there was no patient involvement.